Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. During troubleshooting, the fse found that the touch screen did not display. The fse checked the sbc motherboard battery and found that the battery was low. Fse replaced the battery and reset the touch screen. After replacing the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the c-mos battery. The device was returned to expected functionality.